Manufacturer narrative:
Concomitant medical products: patient medications include zyloprim, norvasc, aspirin, lipitor and amaryl. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Root cause of the endoleak could not be determined with the provided information. Lot: UDI (B)(4).

Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Reportedly, the trunk-ipsilateral leg component was deployed on the right side and the contralateral leg component on the left side. On (B)(6) 2015, follow-up images identified an unspecified endoleak and aneurysm enlargement of an unknown amount in the left common iliac artery. Reportedly, the cause of the endoleak is unknown. On (B)(6) 2015, an intervention was performed to treat the endoleak and left common iliac artery aneurysm enlargement. A contralateral leg component was implanted for distal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.